Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer reported having issues with connections with sensor. The customer¿s blood glucose level was 500mg/dl at the time of incident, blood glucose levels are going up and down due to customer being on steroids. The customer states declined to trouble shoot for blood glucose. The sensor will be replaced.